Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. No damaged cable or conductor wire was observed at the wrist assembly. The electrical continuity test also passed. Further observation not reported by the site: the instrument had a broken bipolar yaw pulley near the grip cable routing. No pieces were missing as broken piece was hanging off the yaw pulley assembly. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps instrument had a damaged insulated cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and however, no additional information was obtained.